Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event; loose rf (radio frequency) head connection found on a printed circuit board. Analysis also found that the system fan was noisy. (B)(4) the rf head cable tested out of electrical specification.

Event description:
It was reported that the programmer was unable to gain telemetry due to a loose radio frequency head connector. The programmer was returned for service. The rf head was returned to the manufacturer and subsequently tested out of specification. No patient complications were reported as a result of this event.